Manufacturer narrative:
H6: code 4316 (appropriate term/code not available) is being used for: duplicate complaint. See MFR report#: 3003910212-2019-00379.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. .

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2016 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore devices was explanted. It was reported the patient alleges the following injuries: dehiscence of mesh, mesh infection and removal additional event specific information was not provided.